Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the device analyzed and the clinician was able to shock the patient 3 more times to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. The device was returned to zoll medical corporation; the reported malfunction was observed during review of the activity logs. Review of the activity log showed the device powered on and prompted 'change batteries' 57 seconds into the case indicating the battery was depleted. Our investigation did not determine why the user was not informed, by the device, in advance of the event that the battery was approaching low capacity. The device was then recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that prior to application to a patient (age & gender unknown), the device failed to prompt a "change battery" message. Clinicians indicated that once in use the device analyzed and shocked three times and then prompted a "change battery" message and failed to deliver a shock. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.